Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during stored episodes. The ra lead remains in use. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a lower than expected longevity estimate, so a remote transmission was reviewed. It was noted that the left ventricular (lv) lead had exhibited chronically elevated thresholds and low pacing impedances since implant. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.